Event description:
It was reported that prior to an unknown procedure. The device had a puncture in the blister pack. The sales unit did not have any damage just the one device out of three. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.